Manufacturer narrative:
Correction: patient's weight. The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received indicates the infection has resolved.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report. Therapy date is estimated.

Event description:
Product manufacturer reference number: 1627487-2019-10896. It was reported that the patient had a staph infection at the cervical implant. As a result the device was explanted on an unknown date. Patient is being treated for the infection.